Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 05-sep-2023. [Additional information]: on 05-sep-2023, additional information was received. The information indicated that the patient is japanese with a history of diabetes mellitus. The aneurysm in the middle cerebral artery (mca) is not related to the thrombectomy procedure targeting the internal carotid (ic)-m1 occlusion. The emboguard and the embotrap iii device were used to treat only the acute ischemic stroke. The information indicated that there ¿seemed to be some resistance with the emboguard when the embotrap was pulled.¿ the information indicated that the procedure ¿was completed by 1 pass.¿ no additional treatment will be provided. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure to treat an acute ischemic stroke with the targeted occlusion at the internal carotid (ic)-m1 segment, a radial approach was made. A 95cm emboguard 87 balloon guide catheter (B)(4). Was inserted into an 8fr sheath and advanced to around first to second cervical vertebra. The 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) was inserted into the phenom¿ microcatheter (medtronic) and an attempt to retrieve the thrombus was made with continuous flush maintained, but resistance was felt and the embotrap device got stuck. The entire system was removed and the procedure was completed. It was reported that because there was an aneurysm in the middle cerebral artery (mca), a second pass was not attempted. There was no negative impact to the patient reported.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 21-aug-2023. [Additional information]: on 21-aug-2023, additional information was received. The information indicated that the correct event date is 22-jul-2023. The information confirmed that the patient presented with an acute ischemic stroke at the internal carotid (ic)-m1 segment of the middle cerebral artery (mca) and an aneurysm at the mca. There was only one pass attempt made with the embotrap iii device when it was removed. Section e.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.